Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery with the products in question. In the surgery, after inserting the fibulink into the tibia, the silver tube was pulled to deploy the fibulink, but it was not deployed because the tibia screw and fibulink were stuck together. The silver tube was disconnected and the surgeon tried multiple times to reconnect it to the fibulink, but it came off immediately, rendering the silver tube unusable. The fibulink was then pulled out of the drill hole using a thin sessi, and the permacoad portion was pinched with a mosquito pean inserted from an additional skin cut position anteriorly between the tibia fibula, and an attempt was made to insert a tensioning cap, but the permacoad was already cut. Another set of the same lot was opened and the surgeon attempted to deploy the fibulink using the same procedure, but the fibulink could not be deployed in the same way. The same flow was then used to deploy the fibulink, which was then tensioned with a tensioning cap to finish. The surgery was completed successfully with 45 minutes surgical delay. The surgery was completed without any problems with using alternative techniques. Patient is listed as stable.